Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Lot number was not provided so device history record review cannot be performed. As stated in the event, per surgeon ,the patient stated that he might have had too much weight on the foot too early. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per device directions for use, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. Device expected but not yet received.

Event description:
It was reported that on (B)(6) 2016 the ar-8008-25, 4 hole double compression plate, was implanted. Approximately 5 (five) weeks after initial surgery, the plate broke post-op. A revision surgery was done on (B)(6) 2016 where an arthodesis was performed with compression screws. Per surgeon, the patient stated that he might have had too much weight on the foot too early. Bone quality unknown.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect device evaluation and a correction to the device part number. Complaint confirmed. The device met all material specification as received. The evaluation revealed the returned compression plate is broken in half. The fracture face displays plastic deformation. Per the complainant, the patient may have placed weight on the fracture site prematurely. The most likely cause(s) for the complainant's event include in-vivo loading of the device possibly causing a fatigue fracture and possibly in conjunction with bending/stressing the plate prior to implantation as well as patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Damage to the screw most likely occurred during plate extraction due to impact with another device.

Event description:
It was reported that on (B)(6) 2016 the ar-8008-25, 4 hole double compression plate, was implanted. Approximately 5 (five) weeks after initial surgery, the plate broke post-op. A revision surgery was done on (B)(6) 2016 where an arthodesis was performed with compression screws. Per surgeon, the patient stated that he might have had too much weight on the foot too early. Bone quality unknown.